Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastroplasty procedure, when they tried to fire the second charge, the device did not fire. They tried several consecutive times without success. They then used another device to resolve the issue in order to complete the case. There was no patient injury.